Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased alinity I free t4 (ft4) results on one 39yrs old female patient. The result provided were: on (B)(6) 2024 initial = 1.17 /repeated=1.19 and 1.37 no unit of measure provided by the customer for ft4 results. There was no reported impact to patient management.

Event description:
The customer observed falsely decreased alinity I free t4 (ft4) results on one 39yrs old female patient. The result provided were: on (B)(6) 2024 initial = 1.17 /repeated=1.19 and 1.37. No unit of measure provided by the customer for ft4 results. There was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and accuracy testing for alinity I free t4 reagent lot unknown. Review of all the information provided by the customer was reviewed. Return testing was not performed as returns were not available. The results of the precision and accuracy study performed by the technical team indicates that the alinity I free t4 assay returned results within acceptance criteria. Device history record review did not show any nonconformances, potential nonconformances or deviations associated with the likely cause list number and complaint issue. A review of labeling concluded that the issue is sufficiently addressed. A manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified for the alinity I free t4 reagent lot number unknown.